Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, and the battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after changing charging supplies and leaving the pump plugged into the power source.